Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# unknown, product type: lead. Product ID a521,serial# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urge incontinence and urgency frequency; trial began (B)(6) 2019. It was reported the trial patient saw blood at the incision site, and that they were in a bit of pain last night so took a pill that is stronger than their normal tylenol. (B)(6) 2020 patient mentions they get a pin prick pain once in a while in the buttock, when they sit too long, or cough. Patient again also mentioned they had some pain and took a pill. (B)(6) 2020 patient stated that their programmer is turning off by itself; they also mentioned they didn¿t remember all the directions for it. Patient also stated that a lead may be loose as they were feeling an electrical shock in the buttock. (B)(6) 2020 patient repeated they experienced a shocking feeling from their therapy. On (B)(6) the manufacturer's rep stated that they spoke to patient and the device is working just fine, patient feels stim correctly and fine, device is not malfunctioning at all. (B)(6)2020 the patient repeated the report that during their trial they had experienced jolting in right lower buttock whenever they coughed, sneezed, sat a particular way or when lying down which started on first day of trial and about two days before implant it dissipated a little bit. Troubleshooting was unable to be performed as event has already occurred and patient received implant 9/24/2020. (B)(6) 2020 the rep reports the lead was not loose at all, no action was taken during trial, the issue is resolved. The patient had needed to turn down stim slightly. The cause of the programmer turning off on its own was user error. The rep had the patient click retry to resolve the issue. The trial devices worked fine.